Event description:
It was reported that the patient presented for left bundle branch area pacing implant procedure. Due to high capturing threshold and low impedance, the physician elected to remove the lead. While attempting to remove, it was noted that the helix was stretched. Transesophageal echocardiogram (tee) was performed and confirmed that lead was stuck near the tricuspid valve. The lead was not used. The patient's condition was stable.